Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The initial threshold value of the rv lead was 1.0v/0.4ms, and then 1.4v/0.4ms 2 days after implant. The threshold value was gradually increasing. On (B)(6), the threshold value was 3.2v/0.4ms. On (B)(6), the rv lead was explanted and replaced with a new solia s 60 with good threshold value as 0.5v/0.4ms.